Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of a short battery life. No damage was found to the returned battery cap. The returned battery cap was able to fully tighten to the pump, and power it on. No corrosion was found in the battery compartment. The current draws were measured within specifications. The pump cover was removed to find no evidence of moisture or loose components were found inside the pump. The complaint of a battery life issue was not able to be duplicated due to the pump information for the date of the complaint having been overwritten. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).